Event description:
The complainant alleges, "the loop is breaking during procedure".

Manufacturer narrative:
The complaint was unable to be determined as the customer was contacted multiple times and never responded with additional information and the device was not available for return. True root cause is unable to be determined with accuracy at this time. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "the loop is breaking during procedure".

Manufacturer narrative:
Awaiting additional information and/or return of the reported device to complete the investigation.